Event description:
It was reported that during the implant procedure of the cardiac resynchronization therapy defibrillator (crt-d), the defibrillation threshold (dft) test was not successful. Multiple dfts were performed and this right ventricular (rv) lead was repositioned, however, the test was not successful, it was noted this system was implanted on the right side of the patient. It is planned to bring the patient back and implant a non boston scientific lead and retry dfts. No additional adverse patient effects were reported. At this time, this device system remains in service.